Event description:
Mediport placed into patient, but upon flushing, it was noted that one port did not flush. Port removed and still unable to flush second port appropriately. Retrieved second mediport and placed that without issue.